Event description:
Six days old male w/history of vsd, coarctation of the aorta, asd, aortic stenosis & subaortic stenosis. Rec'd a 10mm aortic valve homograft used for arch repair & extended aortic root replacement. Approx 3 1/2 months later homograft was explanted due to progressive homograft root incompetence, a recent para-influenzal infection w/croup and rapid clinical deterioration requiring inotropes and positive pressure ventilation. A new aortic homograft was used to replace the expanded valve.